Manufacturer narrative:
According to the customer, they have a medical history of "bronchitis and allergies" and when wearing the mask they experienced "asthma attacks, during which her breathing shuts down and her throat swells". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported that "wearing the mask causes asthma attacks, during which her breathing shuts down and her throat swells."